Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while filling the cartridges with the syringes. The customer would change the needle and the cartridge was able to be filled. The customer thought that the issue was due to the syringes/needles; however, a new box of cartridges and syringes from a different lot were to be used.